Event description:
Complainant alleged that while treating a (B)(6), male pt the device defibrillated to the pt once successfully; however on the second attempt to defibrillate, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.